Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of her first sensor on (B)(6) 2013, she experienced a skin reaction with blistering on the area of her skin near and where the sensor adhesive had been applied. The rash persisted for two weeks. Patient consulted a physician on (B)(6) 2013. The physician recommended patient use a barrier film on her skin. At the time of her call to technical support, patient reported that she experienced no permanent skin discoloration or discomfort, and that her rash had cleared.